Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: see scanned table. Therapeutic range: 2.0-3.0. Patient self tester had a nosebleed on (B)(6) 2014. Patient was admitted to the hospital on (B)(6) 2014 with pneumonia. Upon admission to the hospital, the lab result was 9.0. Customer states her warfarin dose was held that evening but she was not given any vitamin k therapy. Patient was given liquid prednisone while in the hospital. Warfarin dose was restarted on (B)(6) 2014 and she was released from the hospital on (B)(6) 2014.